Event description:
The customer contact reported a user error by the operator resulting in the patient having higher blood glucose levels than intended. The patient was receiving tpn and an unspecified continuous infusion containing d5w. The patient's blood glucose levels were being monitored using the endotool. The customer contact reported that the nurse felt that the glucose levels were remaining higher than intended. It was reported that the nurse was incorrectly selecting the "extra calories" button when entering data into the device. The nurse was re-educated on the function of the "extra calories" button. No medical interventions were reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The customer contact reported that the event was user error by the operator.